Manufacturer narrative:
(B)(6)

Event description:
Information was received indicating that after the cassette to a smiths medical cadd® ambulatory infusion pump was replaced, an alarm went off. The alarm reoccurred after replacing the pump with a new one. There were no reported adverse effects.

Manufacturer narrative:
Device evaluation: one cassette sample was received in used condition without its original packaging. No discrepancies were observed when visualizing the returned sample. The sample underwent functional testing and the product was successfully attached to a cadd legacy plus pump without any alarms activating. It was also set to run without any difficulties. The height of the arch of the sample was also measured and was found to be within specification. Production performs a 100% in process inspection, in order to verify for occlusions, check for kinked tubing, verify that the bag is properly placed, and verifies that the height of the arch of the pump tube is within specification. A review of accuracy testing was also conducted, where a sample of three units were tested and no discrepancies were detected during and no alarms were activated. Additionally, the device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Based on the evidence and investigation, the complaint allegation was not confirmed. No fault was found with the returned sample.